Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/22/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was the needle retrieved from the patient during the initial procedure? If not, please explain. - what measures were taken to retrieve the needle? - was there any additional tissue damage as a result of searching for the needle? - which tissue was being sutured when the event occurred? - what is the most current patient status? - did this event contribute to any patient adverse event? If yes, please explain. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an emergency procedure on an unknown date and suture was used. During an emergent triple a procedure, the needle was popping off from the suture. They were able to retrieve the needle from the patient's body. There were no patient consequences reported. Additional information was requested.